Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility to obtain relevant information; an incident form was provided. According to the user facility, the alleged malfunction occurred at the end of the procedure and there was no need to switch out the laser to complete the procedure. The facility confirmed there was no patient injury nor any delay in completing the procedure. A lumenis service engineer visited the site two days after the reported event and although unable to verify any issue with system firing when the footswitch was released, the engineer replaced the footswitch with a new one. The device is expected to be returned to the manufacturer for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A user facility reported that toward the end of a laser ureteroscopy procedure in which a lumenis p120h laser system was being used, the system would not stop lasing. The physician tried to put the system in standby with the foot pedal, but it didn't work. The operator had to activate the emergency stop button to cease the lasing. No report of patient injury was received.

Manufacturer narrative:
Additional manufacturer narrative july 26, 2018: lumenis r&d evaluated the system logs and did not see any lasing at the time the e-stop button was pressed. The footswitch sticking was not confirmed nor suspected of having even occurred. R&d did however notice a communication loss in the system suggesting the screen was likely just stuck in the lasing (ready) screen although it was actually in standby mode. A restart of the system would have most likely cleared the communication error and the system would have continued normally. A lumenis service engineer visited the site after the reported event, and during the call the engineer was unable to duplicate the issue of a sticking footswitch. The complaint could not be confirmed. Lumenis qa discovered similar events "of displays freezing" having occurred during production of p120s through q2 2017. In september 2017, a design change was implemented through stdr-0011272 where a power link was added between panel pin-19 and m/b pin-3 (links between motherboard and panel) in order to enhance the power signal between them, thus solving this issue. The system involved in this complaint was produced prior to this design change implementation.